Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) was replaced with a competitor's device because of erosion. The ICD was returned and did not pass initial analysis.